Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead had both dislodged and exhibited no capture. The leads had dislodge before and it was suspected that the patient was a "twiddler." The rv lead was explanted and the ra lead was capped. No patient complications have been reported as a result of this event.